Event description:
A patient underwent coronary artery bypass graft and aortic root replacement procedure, with concomitant posterior wall encircling ablation using an olh via median sternotomy. When patient was taken off cardiopulmonary bypass bleeding was observed from the left atrium and bypass was reinitiated. A tear was located along the roof of the left atrium and repaired with four pledgeted sutures. The patient was then weaned off bypass and returned to the intensive care unit. Four hours post procedure, the patient was unable to be extubated and exhibited sign of a stroke. A computed tomography scan revealed a left cerebral infarct. Thrombus was removed from the left middle cerebral artery, and it was discovered that there was a 90% stenosis of that vessel. The patient was placed on supportive care and died on the fourth post operative day. While atricure cannot confirm that device caused or contributed to patient's complication or demise, we are reporting per cfr 21 part 803. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.